Event description:
Additional information received reported that the cause of the event was unknown. The health care professional had not seen the patient since 2013-(B)(6) when the patient told her that ¿it had not worked¿ since (B)(6) 2009 when the impedances were over 4000.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID 3886, lot# l95946, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported that 5 years ago, the implantable neurostimulator (ins) stopped working and the battery went dead. It was noted that the managing health care provider (hcp) confirmed the device was dead. It was noted that there were changes to the pocket site. It was noted that the patient stated that it felt like the ins moved and it was very tender to the touch. It was noted there was acute pain down the patient's leg and at the ins implant site. It was noted that this made it hard for the patient to sleep and it affected her "everyday life." It was noted that the event occurred "maybe four years" ago. It was noted that the patient would like to have the ins removed but does not have a managing hcp and does not have insurance.